Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A previous version led harness was found burnt, causing the reported problem. In addition, a worn lock latch mechanism on the video connector was found, causing a flickering image.

Event description:
A user facility reported to olympus that error code "e105" was generated, blue light was transmitted and multiple lights were flashing on the front of the processor. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported "e105" error was due to failure of the contact between the faston terminal and the led connector. The likely cause of the endoscope connector lock failure is user handling. As stated in the instructions for use, as a preventive measure, "when an endoscope, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down."